Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of reds2220 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by nurse that the catheter was broken, and according to the nursing team the bandage was intact, the event occurred in the neonatal ICU. The catheter presents a disruption in the base, with a full bandage according to the institutional protocol. No other information was provided.

Event description:
It was reported by nurse that the catheter was broken, and according to the nursing team the bandage was intact, the event occurred in the neonatal ICU. The catheter presents a disruption in the base, with a full bandage according to the institutional protocol. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, photo analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a break in the catheter was confirmed but the cause could not be determined. A photo of a 2fr per-q-cath catheter was returned for evaluation of this complaint. The catheter was in two pieces. The proximal piece contained the luer adaptor, molded suture wings and a small segment of the catheter shaft. The other piece consisted of the catheter shaft. The catheter shaft had a complete circumferential break within the tapered strain relief section of the molded suture wings. Tactile evaluation, functional testing, and microscopic examination could not be conducted as the physical sample was not returned for evaluation. Based on the description of the reported event and evaluation of the returned photo, possible contributing factors could include stylet damage to the catheter tubing, tensile (pulling) damage, and over-pressurization. However, the identification of an exact root cause could not be determined from the photo. H3 other text : evaluation findings are in section h.11.